Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited an episode of under-sensing and therefore prevented stimulation in right ventricular (rv) channel. The pacing impedance are within normal range at 500 ohms, and thresholds are normal at <1v. New information was received indicating that this ra lead was repositioned due to under-sensing, pacing inhibition and loss of capture. The new measured values are, sensing 1,4 mv; impedance 530 ohm; threshold 0,8 v / 0,4 ms. This ra lead remains implanted. Besides surgical intervention, no adverse patient effects were reported.